Manufacturer narrative:
After the event a draegar service technician was dispatched and a device check was conducted without finding. The device log was downloaded and forwarded to the manufacturer. The log analysis revealed that the device internal monitoring had identified a timeout of a processor step. As specified for this condition, a warm start of the ventilator was triggered to restore the data base for ventilation. The warm start of the ventilator corresponds to the reported black out of the oled display, which is part of the ventilator. A warm start of the v500 ventilator needs only few seconds (less than 12s). During this time the breathing system is opened to atmosphere to make spontaneous breathing possible. The warm start is accompanied by acoustical alarm. After the warm start ventilation is continued with the previous settings and an mv-low alarm is generated until the lower alarm limit for minute volume is exceeded again. The root cause for the problem is the very rare case of short time processor overload, which was immediately observed by the internal monitoring. This device has been in use already for 12818 hours without a similar observed problem.

Event description:
(B)(4).